Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation procedure with a farawave 31mm catheter, the patient experienced a stroke. The activated clotting time (act) during the procedure was greater than 300 and the irrigation flow rate was 120. No interventions were performed and the patient fully recovered. The device was disposed of and therefore will not be returned for analysis.